Event description:
The customer received questionable creatinine plus ver.2 results for approximately 15 patient samples starting on (B)(6) 2015 when a physician complained about a discrepant result. Data was only provided for two patient samples tested on (B)(6) 2015. Patient 1 initial result was 1.82 mg/dl and the repeat result was 0.66 mg/dl. Patient 2 initial result was 2.09 mg/dl and the repeat result was 0.78 mg/dl. The results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 611409. The expiration date was requested, but was not provided. The field service representative exchanged the water pump and the tubing which had turned black due to wear and debris. He also exchanged the probe which was clogged by a white plastic particle. The issue then appeared to be resolved.

Manufacturer narrative:
This event occurred in (B)(6).